Event description:
Prior to implant, the device could not be inquired. There was no pt involved.

Manufacturer narrative:
The device was subjected to electrical/mechanical function testing and environmental stress testing. Normal pacer operation was observed. The unit is operating within new pacer specifications.